Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the patient's capsule ruptured. The lens was removed and another lens was placed in the sulcus. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot. Add'l info was requested. (B)(4).